Event description:
During implantation of radius plate the k-wire stuck in the hole and could not be removed. The surgeon had to remove the whole plate. Prolongation of surgery occurred.

Manufacturer narrative:
The radius plate was returned with a piece of the k-wire inside the k-wire hole. The k-wire was measured with a caliper and has a diameter of 1.6mm. The diameter of the k-wires which are part of the instrument tray for this plate is 1.4mm. It seems that the surgeon combined the wrong k-wire with the plate and the incident occurred due to a user error.